Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the scope error 315 occurred due to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited scope error e315. There was no patient involvement.